Event description:
The customer reported via phone call that she was in the hospital waiting for her daughter. The customer's blood glucose was unknown. The customer did not answer when asked if she was admitted to the hospital. The customer disconnected the call before further information could be collected. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.